Manufacturer narrative:
The fse replaced the cup module, but the new cup module was also found to be leaking. The fse installed a 3rd cup module.

Event description:
A field service engineer (fse) from beckman coulter inc. (Bci) found a leakage in albumin cup module on synchron lx 20 pro clinical system. No injury was reported and there was no effect to patients or users.